Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error image on the pump screen. The customer¿s blood glucose level was unknown. The customer stated he doesn¿t recall about what led up to the event but at 3am this morning, pump rebooted and came back. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded pcb1. Unit received with minor scratches on lcd window.